Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia after the ilet displayed a dosing stopped message when the continuous glucose monitor (cgm) sensor expired on time, leading to an ended bg run and the device no longer dosing; the patient had the g7 sensor replaced and paired after guidance, and point-of-care testing showed a glucometer value of 550 mg/dl, with the infusion set reported on the abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem; specifically improper or incorrect procedure related to failure to monitor alerts and replace the expired cgm sensor; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.